Event description:
It was reported that "I spoke to dr today, (B)(6), and he informed me that a screw from his case went all the way through the locking ring. He stated that this happened before with our reflex plate, but the former rep told him that this issue was resolved."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.